Event description:
On (B)(6) 2013, ther distributor contacted animas, alleging that the audio bolus button is unresponsive. This complaint is being reported as the issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: confirmed the bolus button cover and plug are detached from the pump, exposing the internal contact. No evidence of contamination or other anomalies found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.